Event description:
Baxter service center reports moisture in the pneumatic system of a returned homechoice machine. Historical information regarding "moisture in the pneumaic area" indicates the failure to be a leak in the cassette of a homechoice set used for apd therapy. Follow up with the home patient (hp) reveals that he did not notice a leak or anything unusual with his homechoice set during the therapy performed prior to the homechoice machine's return to the manufacturing facility. According to the hp, there was no patient injury or medical intervention.